Manufacturer narrative:
The sterilization record for the explanted device was reviewed. No deviations or nonconformances were noted on the steriliziation record. Bioburden for the lot was reported to be less than 2.8 cfu/sip for internal effluent, 2 cfu/sip for external effluent, and average 11 cfu/sip for inner trays. Blank information in the MDR form represents unknown information. If further information is received, a supplemental report will be filed.

Event description:
An intera 3000 hepatic artery infusion pump was explanted and replaced with another pump. No reason or advanced notice of the revision was given by the hospital or surgeon. The revision was determined to have occurred by intera upon systematic review of implant tracking data. Upon follow up with the hospital, it was reported that 'the second pump implant on (B)(6) 2022 was done because [patient] had an infection that needed to be drained from on (B)(6) 2022 surgery." No additional details were provided at this time of this report.

Manufacturer narrative:
Based on the sterilization record review, and based on the time between the date of implant and the reported date in which the revision was determined to be required ((B)(6)2022 to (B)(6) 2022), it is determined that the device was sterile at time of implant and the infection may have been acquired post-implant. The intera 3000 is sterilized to an sal of 10^-6. Organism ID was not reported. This supplemental report is being filed to add required patient information. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was later reported that the date the revision was determined to be necessary was (B)(6) 2022.